Manufacturer narrative:
E1: initial reporter facility name: (B)(6).

Event description:
It was reported that balloon break occurred. The target lesion was located in the basilic branch of refluxing vein of left upper limb. A gladiator elite 8.0 x40, 75cm balloon catheter was advanced for dilation. During the procedure, upon inflation, it was observed that the balloon had ruptured. The procedure was subsequently completed using another device of the same type. There were no patient complications as a result of this event.

Manufacturer narrative:
The gladiator elite was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A longitudinal tear was identified in the balloon material. The tear measured approximately 30mm in length and extended from a position of 6mm proximal of the proximal markerband to 15mm proximal of the distal markerband. A visual examination observed no damage to the tip of the device. A visual and tactile examination found no kinks or damage to the shaft of the device. Both markerbands were undamaged and present on the shaft of the device.

Event description:
It was reported that balloon break occurred. The target lesion was located in the basilic branch of refluxing vein of left upper limb. A gladiator elite 8.0 x40, 75cm balloon catheter was advanced for dilation. During the procedure, upon inflation, it was observed that the balloon had ruptured. The procedure was subsequently completed using another device of the same type. There were no patient complications as a result of this event.